Manufacturer narrative:
The insulin pump was received with scratched case, pillowing keypad overlay, minor scratched lcd window and missing the display window cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display screen came off. Customer's blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting but the customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.